Manufacturer narrative:
(B)(4). Manufacturing date from 11/03/2015 to 11/04/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Pressure test and clear passage under water was performed and found a leak. The reported condition was verified and the cause was related to the material as supplied to the manufacturing facility. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred sometime in the week prior to (B)(6) 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking at the access site closest to the patient end. This occurred during infusion of folic acid. This access site had not been used. The pump was running at 125 ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.